Manufacturer narrative:
Result: head-end lift motor capacitor was unplugged.

Event description:
It was reported by service report that the head-end lift motor was not running, and the bed was stuck up. It is unk if there was pt involvement. However, no adverse consequences were reported.